Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified; red particles on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "pain", "repositioned by the physician".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "simple cyst at 12 o'clock position in the left breast", "minor amount of fluid around the left implant" and "pains". Device has been explanted.